Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure and removal of several abdominal adhesions in 2007. Immediately after the procedure, the pt experienced a sensation of the needing to void frequently and pressure when sitting down. One month later, the sensation had intensified. The pt was examined by the surgeon one to two weeks after the procedure and was told that the symptoms were not related to the thermal ablation and that the pt was given cipro and referred to her family physician. The family physician performed a urinanalysis on the pt and no infection was found but some blood was found in the urine. The pt was given macrobid and the nurse suggested motrin for pain and possible inflammation. The pt's symptoms re-occurred following completion of the macrobid therapy. The pt-revisited the surgeon and an urologist consult was suggested if the symptoms continued. Currently, the pt is experiencing bladder fullness, feelings on inflammation of the left side of the urethra, and is taking a second round of macrobid with plans for a urinanalysis after the regimen is completed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.